Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm power loss. Customer's blood glucose at time of incident was 17mmol/ll. The customer reported light stops flickering immediately after removal of battery. The customer agreed to swap pump during ooh.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. The device was received with operating currents within specification. The insulin pump passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Power loss alarm occurred after the pump error 25 alarm was cleared. No unexpected power loss alarms in the long trace and pump history noted. The power management tool confirmed pump error 25 was triggered when backup battery unloaded voltage was less than3.7v for 240 consecutive minutes. Detailed trace confirms that the root cause is the non-sleep anomaly software error. Device was received with minor scratches on lcd window.